Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had changed the infusion set the same day he was hospitalized. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed several no delivery alarms in the alarm history.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.